Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's pacemaker exhibited competitive atrial pacing and undersensing which caused a delay in mode switch. Programming changes were made. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's pacemaker exhibited undersensing which caused a delay in mode switch. Programming changes were made. The patient was stable throughout.